Manufacturer narrative:
In absence of additional information, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was found collapsed and unresponsive. Paramedics were then called and the patient transported to the hospital intensive care unit. Device interrogation showed two events; first episode was untreated followed by a second, treated event. Data was forwarded to boston scientific's technical services (ts) for review. The ts consultant confirmed an asystolic rate for the majority of the two events. The first (an untreated event) exhibited some intermittently sensed tachycardia, followed by asystole. The second event (a treated episode) showed a sinusoidal wavy line which failed to look like heart rhythm. The ts consultant suspected the possibility of CPR during the events and confirmed the shock of the second episode did slow the vt post shock. Boston scientific has failed to receive any further information regarding this case. Field follow-up concluded the patient had been discharged but is not complaint with follow-up visits and most notably has not been seen by her implanting physician in over two years.